Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio advised the customer to remove their device from service and obtain a replacement, as the device is not field serviceable and no long under warranty. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.